Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: the pump's black box showed multiple call service 162 alarms for a loss of prime due to a force equal zero warnings on 05/08/2015. The piston was unable to recognize the cartridge upon the first load attempt. The force sensor calibration reading was below specifications. The force sensor resistance reading was high. A load step malfunction was duplicated during the investigation. Moisture ingress was found inside on the power printed circuit board, on the assembly gears, and on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.